Manufacturer narrative:
Sorin group (B)(4) manufactures the prim02x oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during the case, one area of the oxygenator membrane appeared to be absent of blood. This was not detected during priming. Attempts to debubble the oxygenator resulted in a bolus of air that escaped toward the patient. The user was able to stop the bubble before it reached the patient. There were no patient consequences reported as a result of the issue. The oxygenator was returned to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that during the case, one area of the oxygenator membrane appeared to be absent of blood. This was not detected during priming. Attempts to debubble the oxygenator resulted in a bolus of air that escaped toward the patient. The user was able to stop the bubble before it reached the patient. There were no patient consequences reported as a result of the issue.